Event description:
Pt had endovascular aaa repair on (B)(6) 2012. A code blue was called on (B)(6) 2012 and the team was able to resuscitate the pt. Unfortunately, he suffered another cardiopulmonary arrest and expired that evening. Autopsy report includes defect in the stent graft material at the bifurcation level as part of the pathological diagnosis that contributed to his death.

Event description:
This is to amend the medwatch report that was submitted on pt ID tr14 dated (B)(6) 2012. The pt underwent endovascular aaa repair using the endologix afx stent graft system on (B)(6) 2012. During the completion angiogram, we noted a type 3 endoleak that seemed to arise from the bifurcated portion of the main body; not from an area of component overlap. Despite attempts at relining the graft, the leak remained. The procedure was concluded despite a continued type 3 endoleak with the plan of performing a CT scan in 3 months to determine if the leak persisted. The pt expired on pod#2 after cardiac arrest. At autopsy, a defect at the main body bifurcation was noted and was consistent with the cause of the type 3 endoleak seen during the procedure. Of note, the aneurysm sac was intact, and there was no evidence of rupture or retroperitoneal hematoma. The graft defect did not cause, nor did it contribute to the pt's death. The cause of death was gallbladder and right hepatic necrosis secondary to embolization. This likely occurred during normal wire and catheter manipulating during the case.